Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The device misdiagnosed atrial fibrillation as a tachycardia event, resulting in inappropriate defibrillation therapy. The device discriminators were reprogrammed to resolve the issue and the patient was stable.